Event description:
The customer reported that during prep for the ablation procedure, when the generator was turned on, there was no activation. The generator could not be used and the procedure was completed with another device. No patient injury occurred.

Manufacturer narrative:
(B)(4). The return of the incident device has been requested. If the device is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.